Event description:
Adverse event(s): "decreased visual acuity" (vision, impaired). Product problem(s): "light scattering on optic" (no code available [iol (intraocular lens) implant]); "cloudy" (no code available [iol (intraocular lens) implant]). A surgeon reported that eight years following intraocular lens (iol) implant surgery, he noted light scattering on the lens optic and that the pt is experiencing a decreased visual acuity. The iol was replaced. The surgeon reported that the cloudy condition of the lens optic can only be observed under oblique illumination. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. The optical resolution was acceptable; focal length reading is 17.80 equaling a 22.0 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4)